Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "clip applier will not release clip." Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed multiple times. The grip tips were unable to release the clip after the clip test was performed. An additional observation not reported by the site that is related to the customer reported complaint: the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.038" offset at the tips. As a result, the clip was not able to be released from the grip tips after the clip test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the medium-large clip applier instrument would not release the clip. The procedure was completed with no reported injury.